Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 453 mg/dl. The customer's guardian reported that the programming in the insulin pump was changed by the school nurse, which caused the event. The customer's guardian was assisted with correctly setting the programming in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.